Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with a bolus. The customer stated that he used the left side of the stomach to bolus. The customer stated that he had terrible readings on the left side, and had better readings on the right side. The customer disconnected the call.